Manufacturer narrative:
Information obtained following the filing of the initial MDR indicates the leak was less than 1 lpm, which will not affect ventilation. O-rings, pressure relief valve assembly, and bellows were replaced.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, during the preoperative checkout, the unit alarmed that mechanical ventilation was not functional. There was no report of patient involvement.